Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No low battery alarm noted. However, the insulin pump was received with severely scratched display window and missing the end cap sticker. No crack on the display window or on the lcd glass noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the screen was very scratched and hard to see. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was sometimes bumping into things. The customer stated that there were cracks on the screen as well. The customer mentioned that they were going through batteries very fast. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.